Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil broke mechanically before the power supply was turned on. The sample was successfully implanted in the patient and therefore, will not be available for evaluation.